Manufacturer narrative:
It was reported that mesh was implanted due to prolapse and stress urinary incontinence with concurrent diagnostic cystoscopy. It was also reported that patient 64) 2011 due to anterior mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to prolapse and stress urinary incontinence with concurrent diagnostic cystoscopy. It was also reported that patient underwent cystourethroscopy, excision of exposed vaginal mesh and colporrhaphy on (B)(6) 2011 due to anterior mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.